Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had been dead/smokes. There was no patient involvement and no patient harm / adverse event reported.

Manufacturer narrative:
D9: product received date 1/10/2025. H3: one device was returned for repair with complaint that the device had been dead/smokes. Review of service history found no repairs in the last 13 months. Unable to review alarm history due to damaged main printed circuit board (pcb). Visual/functional testing was performed. The complaint was verified when unfastening the top and bottom case and was attributed to a failed r20 resistor on the speaker test circuit. When powering up the machine, the resistor was glowing red. The main pcb was replaced. The power supply was replaced due to an unusual humming sound despite the power supply outputting the correct voltage of 12 volts. During further review the plunger assembly was replaced due to micro cracks on the plunger case. The pump was recalibrated and passed all performance verification testing.